Manufacturer narrative:
No contact information received for the consumer.

Event description:
Well not only did it not fit my teeth (in the front or back), but it also chipped my crown on my back molar. Now I'll have to get a new crown which isn't cheap.